Event description:
It was reported to abbott that the ipg was deemed inoperable, due to the fact that the patient had failed to recharge their ipg for 3 months. The patient may undergo surgical intervention at a later time.